Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps worked at first, but then the tenaculum forceps were holding the view with the handle slightly bent. The customer tried to straighten the fold with the robot, but the pliers would not obey. It was then noticed that the cable of the tenaculum forceps had broken or detached. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information. The instrument was inspected prior to use with no issues identified. The broken cable was identified at the end of the procedure so no backup instrument was used.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken distal pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. .